Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the charged coupled device section is broken. No image is displayed. The outer tube has scratches. The plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the meniscus of the charged coupled device section caused the customer's allegation and the no image problem found during the device evaluation. Regarding the broken charged coupled device meniscus section, the scratches in the outer tube and the foreign material in the plug of the video cable section, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope produced bad image quality. The event occurred during reprocessing. There were no reports of patient involvement.